Event description:
The patient experienced headaches, but not decrease in pain control. The patient had revision surgery for a possible cerebrospinal fluid leak. When the pump pocket was opened 400+ mls of fluid drained. The sutureless connector was not properly attached to the pump. The fluid was undoubtedly not cerebrospinal fluid, but rather drug. The sutureless connector was replaced and the catheter was reattached. The pump was re-implanted with a dacron pouch. The patient has had excellent benefit from drug therapy.